Event description:
Clinical study - same patient as MDR 6000089-2004-01599, 6000089-2005-01631, and -01633. It was reported that 576 days after a coronary artery drug eluting stenting treatment procedure the patient underwent a target vessel reintervention (tvr), and experienced a peritoneal bleed. The index procedure treated on target lesion for in-stent restenosis, and failed brachytherapy. Target lesion 1 was a 3.0 mm vessel diameter, 90% stenosed ostial region of the saphenous vein graft (svg) of the 1st obtuse marginal artery (om). The lesion was 30.0 mm in length. The physician predilated the lesion prior to placing one taxus express 2 8.8% 3.00x 32 mm drug eluting stent without complication. Residual stenosis was 0% after stent implantation. The patient was discharged from the hospital 6 days post index procedure receiving asa and plavix. The site reported that the patient underwent a tvr of the svg to 1st om to alleviate diffuse in-stent restenosis, and experienced a peritoneal bleed 576 days post index procedure. The physician placed one taxus express2 8.8% drug eluting stent into the target vessel. In the opinion of the physician there was a probable relation between the taxus stent and the tvr. The peritoneal bleed was reported as a severe, life threating event that required a blood transfusion and cardiac medication change. It was reported to have caused pain and hypotension. Asa and plavix therapy were stopped during this acute period. These events were resolved 2 days post tvr. The patient remained hospitalized for 8 days post tvr and was discharged in satisfactory/good condition.

Event description:
It was further reported that an unsuccessful attempt, during the ndex procedure, to perform percutaneous transluminal laser attherectomy of the lesion was made prior to stenting. The pt undewent insertion of a beventricular pacing ICD for reduced left ventricular function and documented ventricular arrhythmia 2 days post index procedure. The pt was readmitted 551 days post index procedure with worsening angina and heart failure symtptoms. The pt was followed that month and medically managed but continued to complain of shortness of breath, effort intolerance, and chest apin for which he was taking multiple nitroglycerin on a daily basis. Ejection fraction was 30-35%. The pt was redmitted 576 days post index procedure with worsening symptoms of heart failure and angina despote med therapy. Cardiac catheterization revealed that the lmca had proximal total occlusion, the rca had procimal total occlusion, and the lma to lad was widely patent. The svg to om1 ahd 60% in-stent restenosis of the proximal anastomosis, the body of the graft was patent, the stents "downstream" were patent, and the collateral flow seen to the lpl. The svg to rca was tatally occluded. Of note, there was mention of other grafts but they are not identified. Ventriculography showed severe left ventricular enlargement and severe anterior, apical, inferior and posterior hypokinesia. Ejection fraction was severely depressed at 25%. Diuresis was planned for the pt's volume overload. A 3.0 x 16mm taxus stent was deployed in the svg to om1 576 days post index procedure. Residual stenosis was 0%. Later that day, the pt complained of increasing abdominal discomfort and right flank pain. The pt had significant hypotension requiring dopamine. CT scan of the abdomen showed a large right retroperitoneal hemorrhage with fluid collection and tracking within the right inguinal canal. The pt experienced a drop in hemoglobin. Plavix and asa were held and two units of packed red blood cells were transfused. The pt was then transferred to the ICU.